Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review, and it was noted by the site that there would be a no external power event caused by the patient partially disconnecting the power module when pulling on the cable while entering the restroom. The log files captured a no external power alarm and multiple associated alarms on (B)(6) 2025 due to power to the device being briefly interrupted as reported. The patient then switched to battery power and, while doing so, caused a few low power advisory events. The remainder of the log file was unremarkable.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the power module was confirmed via the submitted log files. Data from the reported event date of 05dec2025 in the submitted controller event log file was reviewed. On 05dec2025 at 09:06:52 while connected to the power module, the no external power alarm activated due to a loss of power. During this event, the bus voltage was observed to have diminished and fluctuate between to 0.1 ¿ 1.6v, compared to the expected 14.5v. This indicates that the no external power alarms occurred despite the controller being connected to an external power source. The backup battery was able to provide power to the controller during this event. The alarm resolved after the patient connected both power cables to batteries. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The power module was not returned for analysis. The provided information stated that the patient acknowledged that the patient cable became partially disconnected from the power module when they pulled on the cable while entering the restroom. Multiple attempts were made to obtain additional information from the customer regarding the serial number of the unit; however, no response was received. Per the provided information, the root cause for the reported event was due to accidentally disconnecting the power module power cord. Device history records could not be reviewed due to the serial number of the poer module being unavailable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use rev. D section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power alarms. Heartmate 3 instructions for use rev. D section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.